Event description:
Reporting status: serious injury-surgical intervention and permanent damage. Reporting rationale: ischemia and restenosis requiring a coronary artery bypass graft. Device issue: no device malfunction has been reported. It was reported via a trial, that the patient had two xience v 2.5 x 18 m stents implanted in 2007. In 2009, the patient experienced angina and shortness of breath along with moderate mitral regurgitation and congestive heart failure. A diagnostic coronary angiography was performed and 99% in-stent restenosis was noted in the mid lad lesion. Ten days later, the patient underwent revascularization and coronary artery bypass graft (CABG) surgery was performed. The patient outcome was noted as improved. No additional event or patient information is available.

Manufacturer narrative:
Mitral regurge.